Event description:
During a coronary drug eluting stenting treatment procedure, the balloon could not be deflated. The lesion being treated was a 90% stenosed, non calcified, non tortuous right coronary artery (rca). The rca was predilated with a maverick 2.5 mm x 20 mm balloon through a jr4 medtronic guide catheter. The physician then successfully deployed a taxus express2 8.8% 3.0 mm x 16 mm stent and deflated the balloon. The physician post dilated the stent with the delivery balloon up to 14 atms, and it was then the balloon would not deflate. The physician pulled the inflation device back to negative, then removed the inflation device and tried withdrawing back with a syringe. The balloon was visible under fluoroscopy when under negative pressure. All attempts to deflate the balloon were unsuccessful. The physician then dragged the inflated balloon back into the guide catheter and removed the entire system. The pt did not have any symptoms or complications when the balloon was inflated. The balloon was intact when it was removed from the pt. The device was discarded. After the balloon was removed, a second medtronic guide cath was inserted and a second taxus express2 8.8 drug eluting stent (unknown size) was placed proximal to the first taxus stent. The status of the pt is listed as satisfactory.